Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with a infection. The patient also had a fever, the site was burning and had mersa. The patient's blood glucose (bg) values that reached 525 mg/dl. For treatment, the patient was put on a intravenous (IV) and did a incision on both arms to drain the infected sites. The patient was discharged after 5 days. The pod was worn between 36 and 48 hours on the arms. The pod was discarded.